Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2319, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she simply did not want to get pregnant, and now she can barely function most days, and some days she cannot do anything. Even after finding a doctor to remove the devices, she was left with permanent health problems because of the damage essure did to her body with multiple heavy metal toxicities and chronic inflammation from the pet fibers. She now has multiple autoimmune diseases because of this birth control device. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed. According to her, she was left with permanent problems because essure damaged her body with multiple heavy metal toxicities, and also autoimmune diseases. Only essure removal is a listed event in essure's reference safety information. In this particular case, minimal information was provided. The consumer stated, after essure removal, she remained with unspecified health problems, which she attributed to heavy metal toxicity and inflammation caused by essure. However, neither the exact medical reason for essure removal was specified; nor were consumer's symptoms (from heavy metal poisoning/inflammation) detailed. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Despite in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Additionally, the device has a local action in fallopian tubes, so causality between the suspect device and the reported autoimmune diseases is also regarded as unlikely. Although limited information is available in this case for a comprehensive causality assessment; considering device removal was required and since no follow-up will be possible (case identified during health authority website monitoring); it was regarded as an incident. Based on the available information, there is no relationship between the reported events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.